Event description:
It was reported that, during a meniscus repair surgery, both fast-fix implants deployed together. Ts were removed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger twice during deployment of t1. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the delivery needle or were returned. The delivery needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the fast fix t's implants deploy together. Ts were removed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.